Event description:
It was reported that the right atrial (ra) lead had undersensing of p-waves. Non-magnet electrograms showed very small p-waves. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4074-58 lead implanted: (B)(6) 2006. (B)(4).